Event description:
My husband developed a hospital-acquired wound beginning on (B)(6) 2024. As part of his wound care, he was prescribed and supplied with medihoney, which we used exactly as directed by both hospital and home care teams. After the product was applied, his wound progressively worsened. He developed a severe infection that required multiple bedside debridements and treatment for sepsis. Despite ongoing care, the wound ultimately progressed to a stage 4 wound. On (B)(6) 2026, I discovered that the specific medihoney product we had purchased and that was used on his wound was part of an FDA recall for potential contamination. The timing of the recall and the onset of his complications prompted me to report this event. I am submitting this report, so the FDA is aware that my husband experienced a serious infection and significant medical harm during the period in which the recalled product was used. Hospital performed blood tests that showed infection, including tests used to diagnose sepsis. Wound cultures and clinical examination were also used to confirm the infection and worsening wound condition." Reason for use: to promote wound healing from hospital acquired bedsore.